Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a consumer regarding a patient who was receiving morphine with concentration 5.0 mg/ml at a dose rate of 0.7003 mg /day via an implantable pump for non-malignant pain and failed back surgery. It was reported that the patient¿s pump was alarming. The pump was just refilled and the alarm was described as not sounding like a low medication alarm. The patient was told by their healthcare provider (hcp) to call the manufacturer and have a company representative call them. The reporter was considering following up with the patient¿s healthcare provider (hcp) to interrogate the pump to confirm the reason for the alarm. No patient symptoms were reported. On 2016-04-12, an hcp reported that the pump was read with a clinician programmer. The cause of the alarm was confirmed as having been due to end of life (eol). The alarm was resolved and a replacement was being scheduled.

Event description:
Additional information was received from a healthcare provider (hcp). The pump warning message was initially missed and/or the pump was allowed to reach end-of-life intentionally or unintentionally. The pump was replaced on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.